Event description:
Hill-rom received a report from the account stating the nurse call is not sending a signal to the nurse's station. The bed was located at the account in (B)(4). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable not connected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech connected communication cable to the wall to resolve the issue. Based on this information, no further action is required.